Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that telemetry displayed an atrial pace event and no ventricular output. It was noted that this patient is dependent. Additionally, there has been spiky pacing impedance measurements; however, no out of range measurements were observed. A boston scientific technical services consultant discussed further evaluation of the system. The associated right ventricular lead is manufactured by a competitor. The lead was reprogrammed to bipolar sensing and unipolar pacing. No adverse patient effects were reported.